Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) after receiving a call from the customer stating they converted a robotic case to open surgery after the operation room (or) lost power. The customer was able to remove the instruments with release kits and convert to open to complete the procedure.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due operating room (or) losing power. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. The reported event was addressed with phone support. The or power was restored, and the system powered on normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.